Event description:
It was reported that following a laparoscopic appendectomy the pt experienced a drop in hemoglobin. Two units of blood were transfused. The pt is now doing well. The pt was not returned to the operating room. Two white cartridges were used during the initial procedure and no anomalies were noted during the initial operation.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances.